Event description:
The pt contracted mrsa, all components removed.

Manufacturer narrative:
No prouct was returned. The investigation could not verify or draw any conclusions about the reported infection; however, no evidence was found that would suggest product error was a contributing factor. The need for corrective action was not indicated.